Event description:
One patient sample with discrepant glucose results. Initial result 28 mg/dl. Same sample repeated on different instrument, sample method, gave result of 29 mg/dl. Patient was tested using a different method and gave result of 213 mg/dl. A second draw from the same patient, tested twice, gave result of 15 mg/dl each time. The result using a different method was 129 mg/dl. A third sample, tested twice on (B)(6) 2007, gave initial results of 113 mg/dl. Same sample repeated using different method gave result of 130 mg/dl. No treatment given based on the initial results. If additional information is received, appropriate notification will be provided.